Event description:
The patient is reportedly experiencing intermittencies with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is functioning. Surgery to explant the patient's device will be scheduled.